Event description:
Patient reported right side capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6a, d.6b, h.6.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported right side capsular contracture baker grade unknown. Device remain implanted.

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side capsular contracture baker grade unknown. Device has been explanted.